Manufacturer narrative:
(B)(4) final analysis found medical adhesive was present in the ventricular setscrew inset. Med-a was causing problems with fully tightening the setscrew. Setscrew that is not fully tighten may have an effect on the output issue. The med-a contamination of the setscrew and threads is a manufacturing anomaly.

Event description:
It was reported that the pulse generator exhibited loss of output. It was suspected that the device had connector issues. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correctional information - previously reported as 6/30/2016, should be 6/20/2016.